Manufacturer narrative:
Based on the preliminary analysis, normal battery depletion occurred on this device.

Event description:
The device was implanted on (B)(6) 2012. Reportedly, during a follow-up performed on (B)(6) 2016, time to rrt was displayed as 6 months (minimum 4 months). The atrial pacing amplitude was 3v, and the ventricular pacing amplitude 2v. Percentage of atrial pacing was 53% and ventricular pacing 99%. An analysis about the time to rrt displayed by the programmer is requested.

Event description:
The device was implanted on (B)(6) 2012. Reportedly, during a follow-up performed on (B)(6) 2016, time to rrt was displayed as 6 months (minimum 4 months). The atrial pacing amplitude was 3v, and the ventricular pacing amplitude 2v. Percentage of atrial pacing was 53% and ventricular pacing 99%. An analysis about the time to rrt displayed by the programmer is requested.

Manufacturer narrative:
("Model number" and "catalog number") corrected.

Event description:
The device was implanted on (B)(6) 2012. Reportedly, during a follow-up performed on (B)(6) 2016, time to rrt was displayed as 6 months (minimum 4 months). The atrial pacing amplitude was 3v, and the ventricular pacing amplitude 2v. Percentage of atrial pacing was 53% and ventricular pacing 99%. An analysis about the time to rrt displayed by the programmer is requested.